Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not startup. Review of system log file could not confirm the malfunction. Fse found that there was no power to internal network switch of the system which impacted the boot up of the flex vision pc. The philips engineer replaced low voltage power supply (24v, 12v, 5v) in the base of the m cabinet and hard disk drives. After replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the system did not startup and stalled at 00:00. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the low voltage power supply. The device was returned to expected functionality.